Manufacturer narrative:
The cause of the discrepant falsely elevated pt inr results is user error. The account did not properly save inputs of the correct lot specific isi value provided on the table of assigned values for the dade innovin lot in use. The siemens healthcare diagnostics customer care center- technical application specialist assisted the account in correctly inputting the lot specific isi value and reinforced the manner of properly saving the input isi value with innovin reagent lot number change. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Falsely elevated prothrombin time inr (pt-inr) results were obtained on patient samples. The patient results were reported to the physicians. An error in the settings for the isi factor was noted after investigation by the laboratory. Repeat determinations show that lower results would be reported with the correct isi factor settings. It is unknown if patient treatment was altered or prescribed on the basis of the falsely elevated pt-inr results. There is no report of adverse outcome to patients as a result of the falsely elevated pt-inr results.